Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported by a sales rep, during a surgical procedure, the cephalic screw didn't fit into the gamma 3 intramedullary nail. In order to complete the surgical procedure, the surgeon replaced the screw and the gamma 3 nail.